Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced an issue with infusion set cannula/needle was broken. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Patient country: spain. Patient city: (B)(6).